Manufacturer narrative:
Additional manufacturer narrative: aortic regurgitation (ar) in bioprosthetic heart valves occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Leaflet tears and stenosis occurring over time are also a form of structural valve deterioration that may ultimately result in significant regurgitation. In this case, the explanted device was not returned to edwards for analysis. Without return of the device, edwards lifesciences is unable to conclusively determine the root cause for this event, or confirm the clinical observation. However, advances in valve design and bioprosthetic material have been made with the intention of reducing regurgitation by providing more efficient hemodynamics and longer tissue durability. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that this 23mm bioprosthetic aortic heart valve was explanted after seven (7) years, one (1) month due to moderate aortic stenosis and regurgitation, secondary to degeneration. Upon visualization, the valve had a tear in the leaflet. This was replaced with a 21mm pericardial bioprosthesis and there were no reported complications. The patient was taken to the ICU in stable condition and was later discharged on pod #4.